Event description:
Stent was in the body, became disconnected from the balloon delivery system. Md had to insert snare and remove stent undeployed. Per supervisor: all parts retrieved from patient. Device sequestered if risk requires, otherwise we will return to vendor for review. We have had 3 issues over the last month with these types of stents. Last week where doctor deployed the stent and tried to post dilated with the stent balloon but it would not inflate and then eventually did and burst. No harm to the patient. No info on other 2 anecdotal events. Reviewed with physicians and they feel comfortable still using this product.